Manufacturer narrative:
Continuation of d10: product ID: 97745bp; lot#serial#: (B)(6); product type: accessory; product ID: 97745; lot#serial#: (B)(6); product type: programmer, patient; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . It was reported that their spinal cord stimulator didn't work as they believed it was defective and wouldn't charge. The controller wouldn't charge for the battery was dead. They received a message of battery dead cannot recharge install battery. They weren't able to charge the implant due to a recharging not available message. The patient was told that they could put 2 aa batteries into their controller, but when they attempted to do so the batteries would not fit. During call they turned on the controller and attempted to charge the ins and received no device found. When they pressed recharge they received the message recharging not available install medtronic battery pack and try again (screen 78). They removed the controller battery and stated the battery was grey/silver and said black and decor on the battery. The battery pack had 4 tabs on it to connect to the controller but the battery pack did not have any where on it that said medtronic or had a serial number. They did not know why they didn't have a medtronic battery pack for this was their first time taking the battery out. They thought their old representative may have switched the battery out without them knowing. They noted that the battery compartment on the controller had a case in there and they were unable to see controller serial number. The controller battery pack was split in two and part of the battery was still in the controller. The issue was not resolved through troubleshooting. They had their medtronic device turned off in the middle on (B)(6) probably and when they turned their controller back on it did not help them at all; the controller battery would be ok and charge but the controller battery would run down in battery fast or it wouldn't charge, their controller acted freaky and was weird. Their temporary device was put in on (B)(6) 2020 and the permanent implant was put in on (B)(6) 2020 the implant was reprogrammed about 4 times, but that never worked. When they walked out after the implant they thought "it didn't do much" for the implant never worked. They have had the ins reprogrammed but the ins never worked. It has not worked for the therapy would buzz their back a little but the therapy never took the pain away. They stated that they think the leads didn't work or were defective. They had turned down the therapy at night which did help, but then it stopped helping. They had turned off the therapy and turned the therapy back on but that did not help at all. They would keep a charge on the controller for the first 5 months and then in the middle on (B)(6) they turned the implant back on. They reported that they turned off their therapy for the therapy was not doing good at all. They had no hope and was devastated that the ins was not working for they needed to get rid of their back pain. They stated that were depressed because it wouldn't work. They could feel the buzz from the implant, but it does not take away pain. Additional information was received and it was reported that the device didn't provide them pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: unknown, product type: accessory. Product ID: 97745, serial#: unknown, product type: programmer, patient. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt said their spinal cord stimulator does not work and they did not believe it worked for it's defective and won't charge. Pt said their controller won't charge for the battery was dead. Pt said they receive a message of battery dead cannot recharge install battery, pt said they were once told by their representative that they could put 2 (B)(4) batteries into their controller but when the pt attempted to do so the batteries would not fit. During call pt turned on the controller and attempted to charge the ins; pt received no device found and when they pressed recharge they received the message recharging not available install medtronic battery pack and try again (screen 78). Pt removed the controller battery and stated the battery was grey and said black and decor on the battery. Pt said the battery pack had 4 tabs on it to connect to the controller but the battery pack did not have any where on it that said medtronic or had a serial number. Pt did not know why they didn't have a medtronic battery pack for this was their first time taking the battery out. Pt thought their old representative may have switched the battery out without them knowing for they have not taken the battery out before. Pt noted that the battery compartment on the controller had a case in there and they were unable to see controller serial number (pss understood the controller battery pack was split in two and part of the battery was still in the controller). The issue was not resolved through troubleshooting. Pt said they had their medtronic device turned off in the middle of (B)(6) or in (B)(6) probably and when they turned their controller back on it did not help them at all; the controller battery would be ok and charge but the controller battery would run down in battery fast or it wouldn't charge, pt said their controller acted freaky and was weird. The reason for call was pt said their temporary device was put in on (B)(6) 2020 and the permanent implant was put in on (B)(6). The implant was reprogrammed about 4 times the pt thought but that never worked. Pt said the implant was implanted and when they walked out after the implant they though "it didn't do much" for the implant never worked. Pt said they have had the ins reprogrammed but the ins never worked. Pt said they have been asking why it has not worked for the therapy would buzz their back a little but the therapy never took the pain away. Pt said they think the leads don't work or its defective. Pt said they have turned down the therapy at night which did help helped but then it stopped helping; pt had turned off the therapy and turned the therapy back on but that did not help at all. Pt said they would keep a charge on the controller for the first 5 months and then in the middle of (B)(6) or (B)(6) probably they turned the implant back on (pss was confused with the timeline and pt did not clarify). Pt had turned off their therapy for the therapy was not doing good at all. Pt said they had no hope and was devastated that the ins was not working for they needed to get rid of their back pain. Pt said they were depressed because it won't work. Pt can feel the buzz from the implant it does not take away pain.